Event description:
The pt's ipg was protruding from the skin after being attacked. The pt's ipg was replaced with a new one, which resolved the issue. Reference MFR report: 1627487-2013-26038 for lead explant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.